Event description:
The distributor reported that during a lumbar fusion surgical procedure, as the rod was being manipulated, the head of the coral screw broke. A piece of the screw fell into the wound and was retrieved. The surgery was delayed 5 minutes due to this reported event. No pt injury. Add'l info was requested by (B)(4).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.